Event description:
It was reported that: pt is experiencing pain and states that she has swelling in her hip area. Patient is reporting that any type of activity is painful. She is unable to put on socks and shoes. She always feeling tired. She started having pain within three months after having surgery. Patient saw her doctor in (B)(6) 2012 and had blood work and found out that she has a large cyst in the front of her hip. Patient is scheduled to see doctor on (B)(6) 2012. She will get an idea about when she is to have revision surgery.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add¿l info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should add¿l info become available, the eval summary will be submitted in a supplemental report.